Event description:
Customer stated "sparked and smoked," also stated they lay on the pad. The product was never returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. The product was approx. 16 years old when the incident occurred.